Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported the insulin pump had shut off and turned on, rejected new batteries, had a scratched screen, and had unexplained no delivery alarms. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected battery out limited alarm anomalies noted. No possible over delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Insulin pump received with minor scratched lcd window and cracked belt clip slot. Insulin pump passed the delivery accuracy test at 0.0873 inches. (B)(4).

Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected battery out limited alarm anomalies noted. No possible over delivery anomaly noted. Unit was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Insulin pump received with minor scratched lcd window and cracked belt clip slot. Pump passed the delivery accuracy test at 0.0873 inches. (B)(4).